Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 325 mg/dl. The customer called emergency medical services and they suggested giving a syringe as opposed to going to the emergency room. Customer will not return the pump for analysis.